Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during an atrial fibrillation procedure using carto 3 system, after the anatomy reconstruction and before any ablation was performed, the physician observed that the impedance was too high in all left atrium. In the left atrium the impedance range was between 200 and 230 ohms, and inside the pulmonary veins it raised over 300 ohms. The physician replaced the indifferent electrode patch and its cable, the connection between the stockert generator and the patient interface unit (piu) , the catheter connection to the piu, the catheter and the stockert generator itself, but the issue was not solved. The nurses tried to scrub the skin of the patient and add some gel to the indifferent electrode patch to have a better conduction but the problem was not solved. Finally, the physician stated he thought the high impedance could have been cause by the obesity of the patient and he decided to start delivering radiofrequency monitoring closely any changes in impedance or temperature values. The ablation parameters used were within the recommended range. The ablation went fine and the pulmonary veins were isolated. However, during the procedure, the patient's blood pressure was slightly lower than expected. After the pulmonary vein isolation the physician decided to perform a transthoracic echocardiography and pericardial effusion was found. The physician decided to perform a pericardial puncture but it was not enough and the patient had to undergo surgery. During the surgery they found out that there was a hole in the right atrium between the superior vena cava and the right atrial appendage. The physician said that it might have happened before the transseptal puncture when he was trying to place the sheath in the fossa ovalis. The patient was stable after surgery.

Manufacturer narrative:
(B)(4),

Manufacturer narrative:
The product was received in bwi for analysis and it was investigated. (B)(4). It was reported that during an atrial fibrillation procedure using carto 3 system, after the anatomy reconstruction and before any ablation was performed, the physician observed that the impedance was too high in all left atrium. The ablation went fine and the pulmonary veins were isolated. However, during the procedure, the patient's blood pressure was slightly lower than expected. After the pulmonary vein isolation the physician decided to perform a transthoracic echocardiography and pericardial effusion was found. The patient was stable after surgery. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.